Manufacturer narrative:
Pt info.) Requested but not provided. Date of event) unknown as not provided. Catalog and lot # unknown as not provided. Unknown as not provided. Approx. Age of device) unknown as no lot # was provided. (B)(4). Device manufacture date) unknown as lot # was not provided. The event is currently under investigation.

Event description:
The stent was placed in the patient with the tether and the tether was intact. The patient did not tolerate the procedure well and preferred to remove the tether and stent himself. When the patient attempted to pull on the tether it broke. The patient had to return to the hospital to have an additional procedure to have the stent removed.

Manufacturer narrative:
(B)(4). Initial was filed within the 30 day time frame regardless of corrected date. Correction to actual device was not evaluated. (Additional information provided/updated): investigation/evaluation: during the course of the investigation, a review of the complaint history, trends, specifications, documentation, instructions for use (IFU), and drawings of the product was conducted. The complaint device was not returned. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The IFU for the stents recommends that the "stent may be removed easily by gentle withdrawal traction using endoscopic forceps" the IFU cautions the user to "not force components during removal or replacement". It is possible that the user exerted too much force while removing the stent. Based on the information provided, the root cause is that the device was not removed per the instructions. A review of similar complaints indicate that this is a low occurrence issue, we will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
The stent was placed in the patient with the tether and the tether was intact. The patient did not tolerate the procedure well and preferred to remove the tether and stent himself. When the patient attempted to pull on the tether, it broke. The patient had to return to the hospital to have an additional procedure to have the stent removed. No further information was provided regarding patient outcome.